Manufacturer narrative:
Device received with cracked battery tube thread noted. The p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or failed battery test were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. No unexpected error message or reset alarm noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms. Customer stated that had to change batteries every few days and insulin pump rejected new batteries. Customer also stated that there were chips on the corners of the insulin pump and e codes on the insulin pump. Customer declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.